Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could not confirm the reported event of intermittent audio output. The complaint device was also returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no issues related to the customer complaint were found. Functional testing was performed on the device and no failures related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the customer complaint of intermittent audio output could not be confirmed, and a definitive root cause could not be determined.